Event description:
Boston scientific received information that this lead has exhibited high thresholds and impedances have now risen to greater than 3000 ohms. The lead will be revised soon.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy defibrillator device was performed. The lead remains in service with the new device, and therefore was not returned at this time. A visual inspection of the device header and case noted no anomalies. Microscopic analysis revealed the right atrial and ventricular seal plugs, adhesive, and setscrews were all normal. The left ventricular seal plug was noted to be torn. However, no clinical observations were noted in association with this left ventricular physical anomaly. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Additionally, impedance testing was performed, and all measurements were normal. A series of electrical tests was also performed, and again, normal device function was observed. Analysis performed was unable to replicate the clinical observation related to the setscrews and high impedance measurement, as all physical and electrical performance of this device was within specification. As the lead remains in service, and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information was received information that this patient's right atrial (ra) lead was scheduled to be revised for high impedances and thresholds issues. At the revision procedure, the physician elected to change out the device at the same time to avoid any future surgeries. At the time of device change out, it was noted that the setscrews were not fully tightened, which likely contributed to the out of range impedance measurements observed. Once a new device was implanted, this lead was reconnected to the new device header and all measurements were within normal limits. There were no additional adverse effects.